Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannula detached from cannula during use. It was further reported that the caregiver pulled on the cannula tubing before placing it on the patient. There was no reported patient consequence.